Event description:
A memory lens had been implanted in the pt's left eye in 1999. Superficial opacity diagnosed in 2002. At recent exam (date unknown), opacification of the implanted device was diagnosed. The surgeon is planning to explant the lens in the near future. No further info is available at this time.